Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the "patient that we identified had already had 13-14 piccs, all power piccs. It was stated around PICC 14 she had redness around the site. (No infection). Redness under the dressing just where the PICC was laying on her skin only." The patient stated, "that for the past few piccs she had been experiencing itching at the site and up her arm on the inside." The PICC was exchanged for a silicone line and the symptoms went away. She had two more silicone lines placed and had no issues.